Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections the exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Laparoscopic roux-en-y "surgeon was placing trocar in abdomen and torked just enough to snap plastic trocar." Patient status- normal post op